Event description:
Ous MDR - after an estimated implantation period of 60 months, oversensing with inappropriate therapy was reported during a follow up on (B)(6) 2015. The tests reportedly showed stable impedance values (rv: 1.25v @ 0.5ms / ra: 1v @ 0.35ms). During the revision procedure on (B)(6) the physician chose to replace the pacing/sensing function with a brady lead implanted in the septum and leave the kentrox lead active for defibrillation purposes. The lead is currently still implanted.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. The received data were carefully analysed. The available follow up data confirmed the presence of artefacts in the rv channels, which led to the detection of vf episodes with shock delivery. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.